Event description:
It was reported in the journal article titled "unprotected left main stenting in the real world: two-year outcomes of the french left main taxus registry" that post procedure a myocardial infarction occurred (mi). The lesion, located in the unprotected left main (lm) artery, was stented with an unspecified taxus express2 drug eluting stent. The patient presented approximately six to eight months post coronary drug eluting stenting treatment procedure with myocardial infarction. No further information is available.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Literature citation: unprotected left main stenting in the real world: two-year outcomes of the french left main taxus registry. Circulation 2009; 119(17) :2349-56. Vaquerizo b, lefevre t, darremont o, silvestri m, louvard y, leymarie jl, et al.